Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-1588rtt2-ib serial/batch number (B)(6) was received for investigation. A visual evaluation revealed that the suture system (loops) was broken off. Only broken pieces of the suture were returned for evaluation. The received pieces of the suture were evaluated, and a hard bump was noted, most likely produced by excessive force applied when pulling the suture strands. It was also noted that the button was assembled with a suture strand that does not belong to the device's assembly; this suture did not show any damage. It was concluded that the user set that suture on the button. Evaluation of the button did not find sharp edges or any other damage. Functional testing was not conducted due to the damaged to the suture system. The most likely cause of the reported failure is user error, specifically, excessive force on the shortening suture strands and/or tensioning the shortening suture strands out of line with the bone socket. This may break the strands and impair the ability to fully seat the implant. Directions for use dfu-0147 tightrope® devices g. Precautions: 1. Acl/pcl/btb/rt/abs tightrope only: excessive force on the shortening suture strands and/or tensioning the shortening suture strands not in-line with the bone socket may break the strands and impair the ability to fully seat the implant. No additional force on the shortening suture strands is required when the graft/wedge construct reaches the desired position in the femoral socket and the graft stability is verified by pulling distally on the graft. 2. Load the acl/pcl tightrope button over the unspliced, thinner portion of the acl/pcl tightrope suture to assist assembly. Once assembled, slide the acl/pcl tightrope button down to the thicker, spliced portion of the acl/pcl tightrope suture to help prevent disassembly. 3. Surgeons are advised to review the product-specific surgical technique prior to performing any surgery. Arthrex provides detailed surgical techniques in print, video, and electronic formats. The arthrex website also provides detailed surgical technique information and demonstrations. Or contact your arthrex representative for an on-site demonstration.

Event description:
On (B)(6) 2025, it was reported by a sales representative via phone that an ar-1588rtt2-ib fibertag tightrope ii implant for the internalbrace technique broke where the tightrope interlocks in itself when tightening the strands while not pulling hard, and the strands broke before flipping the button. This occurred inside the patient, and all broken pieces were retrieved from the patient. The case was delayed a total of 45 minutes with about 35 minutes of added anesthesia due to prepping the graft again. No adverse effects were reported. This was discovered during a quadriceps acl reconstruction procedure on (B)(6) 2025, with no reported patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.